Event description:
It was reported that when the surgeon pressed the gray collar to release the second anchor, it misfired and the anchor did not release. There was a backup device available to complete the procedure with no significant delay. No patient injuries reported.

Manufacturer narrative:
Examination is not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.